Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. Additional information received: the operator used the stapler (cec60a,e20110006) and reload for tissue transection. The surgeon stated that when a staple cartridge (cecr60b) was loaded for gastric tissue transection, the firing process of the stapler was smooth. After firing, the examination found that the gastric tissue was transected. The staple line was normal b-shaped nail, but there was anastomotic line bleeding. The specific amount of bleeding was unknown. The surgeon then used the electrocoagulation knife to stop bleeding. The suture was used to perform the "8" suture at the end of gastric tissue. No bleeding occurred again. The total intraoperative blood loss was about 400ml. Considering the patient's past medical history, 600ml of red blood cells and 400ml of plasma were transfused. The patient recovered well after surgery and was discharged. No reports on subsequent complications were received. Additional information was requested, and the following was obtained: what was the indication for surgery? Did the patient receive any pre-op radiation or chemotherapy? What was significant about patient¿s pass medical history that led to blood transfusion? Can you better describe the shape of the malformed staple? Are there photo(s) or video available? How many time was the device fired intraoperatively? Answer= all answers above are unknown. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). Batch # e200000337 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during the duodenum surgery, when severing the bottom of the stomach tissue, after fired, noted the some staples malformed with irrgular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.